Event description:
It was reported that the patient presented to the hospital after receiving a shock and 4 aborted shocks due to oversensing. Noise was reproducible with movement. Lead damage suspected. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.